Manufacturer narrative:
Investigation: we sent the defective unit to the manufacturer (etasyn / (B)(4).). The supplier investigated defective mlc capacitors at the power supply (buffering capacitors). The function of the capacitors (three 100 nf / 600v types connected in parallel as shown in the extract of the circuit diagram), is to buffering the dc power supply for the flyback converter. A breakdown of the dielectric of one of this capacitors implicates a short of the dc source. We assume a dielectric breakdown of two of these three capacitors. Further the supplier found that: -all insulation foils in the unit are well and not torn -the unit passed the eol and hv test without any anomalies -additional test with an other board for verification of the circuit sizing for the determination of the root cause, we requested additional: -condenser type (what kind of ceramic, shape, determination, dielectric strength) -soldering profile smd -the kind of depanelling -delivering and in house packaging of the board -pictures of the damaged area of the board -production control plan -test plan -circuit diagram -layout diagram batch history review: because the batch number is similar the serial number, a batch history review is not possible. Conclusion and root cause: one possible root cause is a pre-damaging of the capacitors during the placement on the board. Another possible root cause is the damage of the capacitor during the handling process of the board (depanelling; in house transport; intercompany transport, mounting/housing). A further possibility for pre damage is a to steep temperature gradient during the reflow- process or to excessive dispensing of solder. Eos can be excluded, also a design- or any systematic error. The final root cause of the failure cannot be determined. Rational: without further knowledge about the circumstances, we assume a non systematically handling error somewhere in the process (dropped module e.g.). The cutting edge is far enough from the mlcc's to prevent damages through cutting forces. The soldering profile is also according the general valid standards (e.g. Ipc; jedec; etc.). The remaining menisci of the damaged capacitors are showing no excessive solder depot, so the solder paste printing seems to be o.k. Measurements at the capacitors, performed on a proper power supply, showed no abnormalities relating to electrical overstress or the like. The wrapping of the modules with blister foil (esd) and the overpacking is according to the usual standards, also the in house transport in esd- plastic boxes. A systematic failure or problem in the process may be excluded. Corrective action: according to (B)(4), a CAPA is not necessary.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. It was reported that the fuse was changed but the device had another short circuit, which shut down the electric current in the device.